Event description:
Reported that an undemanded bolus of liquid can be delivered by symphonage dependant on the height differance between the pump and entry site of administration set. Size of bolus=approx 1.5 milliliter.